Event description:
It was reported that noise and unacceptable capture threshold were observed on the lead. Lead was explanted and replaced during routine device change out.

Manufacturer narrative:
The lead was returned in two segments for analysis. External insulation abrasion was noted at 45.0-45.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasions were noted at 46.7-47.0cm and 47.7-47.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations. External insulation abrasion was noted at 5.6-5.8cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observation from the field of unacceptable capture threshold.